Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (tes non-functional) was due to the rear-1 te connection board being loose and not fully seated in the monitor because of having an extra washer. The electrode belt was unable to complete falloff testing. The root cause for the loose connector was unable to be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional therapy electrodes.